Event description:
Erroneous low psa results from a single pt that was generated by the access 2 immunoassay system. The initial psa result was 2.99ng/ml. The result was reported out of the lab and the physician questioned the result. The customer usually sends samples out to a reference lab. The psa result from the reference lab was 6.2ng/ml. A second sample from the same pt was run for psa both at the customer's lab and at the reference lab and all of the results were above the normal reference range. The psa results from the customer's lab were 4.33 ng/ml and 7.68ng/ml. The psa result from the reference lab was 6.4ng/ml. The customer indicated that there has been no change to pt treatment attributed to or connected with this event.